Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. One used decontaminated device sample was returned for investigation. Under visual inspection the sample appeared to be in good condition. An inflation test was performed on the received sample. It was found that sample cannot pass this 12-hour test - cuff was deflating during inflation from tear in cuff. Because a cuff leak was not observed prior to use it is the most probable the reported failure occurred during a tracheostomy procedure or during use due to contact with a sharp edge. A device history record (DHR) review showed there were no discrepancies during the manufacturing of the reported lot number.

Event description:
It was reported that during the use of the product, a pinhole (or a torn hole) was found in the cuff. No adverse patient effects were reported by the customer. It was reported that no further information is available.